Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: thrombosis and acute myocardial infarction. Device issue: none. Review of japan journal article titled, " the incident of coronary aneurysms formed by directional coronary atherectomy, late thrombosis and very late thrombosis" revealed the following case. It was reported that after a directional coronary atherectomy (dca) procedure, a follow up coronary angiography was performed, and the pt suffered an acute myocardial infarction (ami) due to late thrombosis. There was no report of any treatment being performed to treat the ami or thrombosis. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: ami, as listed in the instructions for use (IFU), is a known adverse effect associated with dca. Thrombosis is addressed in the device's IFU in terms of thrombotic emboli. These known pt effects are not necessarily an indication of a product quality issue. Info included in the research article indicates that "thrombosis in coronary aneurysm after dca treatment was likely to associate with blood flow disorder". In this instance, a root cause for the reported pt effects and their relationship to the device, if any, cannot be determined.